Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES had station powering on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that Crossed continuity between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (A) (P/N 353844-01) which led to the observed thermal damage and faulty "PCBA PMC. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on. Correction: section D Unique Device Identifier (UDI). PART ANALYSIS: The reported condition of Station Not Powering Up was confirmed during Field Service Engineer testing and subsequently confirmed in the DCHU testing process. According to Work Order (WO) (b)(4), the Field Service Engineer (FSE) reported that the half-height drawer four was causing the station crowbar and not power on. Replaced drawer controller boards and retractor, tested drawers and all pockets, recovered drawer.During DCHU Visual Inspection: P/N 353844-01. (A): was received with copper strands in contact with adjacent copper strands. (B): was received with no physical damage. P/N 151622-01: both parts showed no signs of physical damage, fluid ingress, loose or missing components. P/N 151630-01: was received with no signs of physical damage, fluid ingress, loose or missing components. During DCHU Testing: P/N 353844-01. (A): the testing from DCHU was not necessarily due to the thermal damage observed on copper strands during the visual inspection. (B): passed the DMM and HTA testing. P/N 151622-01: both parts passed the DMM and HTA testing. P/N 151630-01: failed the DMM testing due to an open fuse (F201). The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE: The root cause of the complaint of "Station Not Powering Up" was due to Crossed continuity between adjacent copper strands of the "ASSY RETRACTOR DWR HH CUBIE" (A) (P/N 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty "PCBA PMC v1.06/v0.09BL HH", P/N 151630-01, caused by an open fuse (F201), which prevents the proper functionality of the whole board.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 10-JUL-2024 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE STATION WAS FAILED TO POWER UP. A FIELD SERVICE ENGINEER (FSE) IDENTIFIED THAT THE HALF HEIGHT DRAWER FOUR CAUSING STATION CROWBAR. THE FSE THEN REPLACED THE DRAWER CONTROLLER BOARD AND RETRACTOR TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER HAD REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES HAD STATION POWERING ON. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION AND CAUSED A DELAY TO THE PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.